Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service. The customer issue was confirmed as the during pci "50ml cassette test¿, the pump indicated" cassette not attached properly. The downstream occlusion (dso) sensor was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria.

Event description:
The customer returned the product for cassette not attached error, during device analysis, the device did not recognize the cassette when attached. There was no patient involvement.